Event description:
The pt reported she is experiencing pain at her scs ipg pocket site due to the ipg sitting on a nerve in addition to a worsening condition of scoliosis. Follow-up identified surgical intervention will be taken at a later date to address the pain issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.